Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code has insufficient number of characters, zip code is as follows:(B)(6) product not returned.

Event description:
The customer reported the rad-g was "automatically turning on and off." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device powered on and off via battery and ac power. Additionally, during testing, the device remained on without power issues being observed. The device was determined to be functioning as designed.

Event description:
The customer reported the rad-g was "automatically turning on and off." There was no patient impact or consequence reported.